Manufacturer narrative:
(B)(4)-incomplete. Investigation summary: the complaint device is not available for physical evaluation, hence, the complaint cannot be confirmed. No non-conformance was identified for this part/lot number combination per query. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of devices with the product code that were released to distribution. No further information regarding the technique used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective and preventative action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported by the affiliate in (B)(6) that the customer's truespan 12 degree peek deployed both implants at the same time when the surgeon pulled the handle slowly during the meniscal suturing surgery. It was brand new and the first use when the issue occurred. There was no harm to the patient and no delays reported. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.